Manufacturer narrative:
Returned device was received in decent physical condition. There was visible contamination on the plunger head and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the syringe plunger sensor true/false values don't change in unison. This was found to be caused by the contamination in the plunger head. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a syringe plunger not in place error. No adverse events were reported.